Event description:
It was reported that an angio-seal was deployed post left heart catheterization. A pre-deployment angiogram of the right common femoral artery (rcfa) was performed, and the physician gave his approval for the technologist to deploy the angio-seal. After deployment, some oozing was noted and light digital pressure was held for several mins. The pt went to recovery without any complications. Later that day, the pt complained of pain and numbness in the right leg and the pulses in the right lower extremity were absent. The pt went to surgery for removal of the angio-seal. The surgeon opened the artery and found that angio-seal device was not present at the actual arteriotomy, but had migrated proximally about 1 to 1.5 cm into the common femoral artery near the inguinal ligament. The anchor, collagen and suture of the angio-seal were removed. Immediately pulsatile, vigorous bleeding was restored to the proximal common femoral artery. The pt was reported to be recovering. The pt received 5,000 units of heparin during the surgery.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital to manual pressure to the puncture site. If necessary, the monitor pedal pulses. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis percutaneous thrombectomy, or surgical intervention